Event description:
It was reported that during a rotator cuff repair surgery, the device was used to pass the suture through the cuff. The surgeon found that the tip of the needle was broken on imaging examination immediately after procedure. The broken piece could not be removed from the patient. No backup device was available to complete the procedure. No significant delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported truepass needle intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the needle tip broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during use. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Correction in event.

Event description:
It was reported that during a rotator cuff repair surgery, the device was used to pass the suture through the cuff. The surgeon found that the needle the tip of needle was broken on imaging examination immediately after procedure. The broken piece could not be removed from the patient. No backup device was available to complete the procedure. No significant delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.